Event description:
The patient reported several issues with their pump, including the charging port cover coming off, exposure to debris and dust, difficulty in keeping the charger connected, a crack in the corner, and the time running behind by five minutes. There was no reported impact to the customer's blood glucose level. The customer declined a callback, and no further action was needed by technical support at this time as the email was for documentation purposes only.